Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported during a hysteroscopy procedure, the tip of the instrument broke and the broken piece remained inside the endometrium of the patient. The piece was not recovered.